Event description:
The sales rep called a few minutes after the head nurse called to report the event. He had not yet reached the surgeon and will call back with further information. The patient was a 72 year old male.

Manufacturer narrative:
A1,4;b6,7;d10: information unavailable: rep requests call after dr. Speaks to surgeon. Tkb. 9/6/96 1300 spoke with general council, legal services. She stated she would like in writing co request for any patient information. Bah. 9-16-96 dr. Tried to contact the surgeon. Sent no contact letter. Crb. D5,6;h4,6: information unavailable, device not returned for analysis.